Manufacturer narrative:
Concomitant medical device: d274trk crtd implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture in all configurations at maximum outputs. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.